Event description:
It was reported that a hispanic female who underwent primary breast augmentation with an unknown mentor gel implant experienced spontaneous left sided rupture post procedure. As a result, replacement with allergan implants was performed on (B)(6) 2022. The rupture was discovered during replacement surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).